Event description:
It was reported that there is early battery depletion. The battery voltage was 2.93 volts in april and is now 2.71 volts today. Caller "feels it is a significant drop in 3 months". Device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there is early battery depletion. The battery voltage was 2.93 volts in april and is now 2.71 volts today. Caller "feels it is a significant drop in 3 months". It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device was returned and analysis suspended/product misfiled.